Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using an uphold vaginal support system, the needle detached from the mesh leg. An x-ray was performed and the needle could not be located within the patient. It is unknown where the needle detached but the physician opined that it is not inside the patient. The physician used another uphold vaginal support system to complete the procedure, without further complications to the patient, who is reportedly ¿fine¿ post-procedure.

Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using an uphold vaginal support system, the needle detached from the mesh leg. An x-ray was performed and the needle could not be located within the patient. It is unknown where the needle detached but the physician opined that it is not inside the patient. The physician used another uphold vaginal support system to complete the procedure, without further complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
Visual analysis of the returned uphold mesh found light bunching on the distal end of the solid blue dilator. The needle, with approximately 1 inch of suture, was missing from the end of the solid blue dilator. The complaint was confirmed. The suture at the end of the blue and white dilator was flattened and the needle was missing from this dilator as well. It was confirmed via follow-up on (B)(6) 2010 that the physician cut off this needle before returning the mesh. No additional physical damage or imperfections were observed. The mesh was not found to have been altered. Visual analysis of the returned capio device showed that there was a crack on the gray handle. Mechanical testing of the capio device found that the device operated freely and smoothly. The directions for use for the device includes the following precaution statement: "avoid excessive tension on the mesh during handling and positioning to prevent damage to the device." The most probable root cause is that the tensile strength exerted on the suture material exceeded the ultimate strength of the material, or a design limitation. The probable root cause for the needle detachment was found to be design. The probable cause for the cracked capio handle was found to be shipping damage during transit from the hospital to boston scientific.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.